Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (damaged w/ moisture) issue. Reportedly, the display was cracked and moisture was observed behind the display. The reporter stated that the screens cannot be read/maneuver safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Moisture was observed behind the display lens with no damage to the display observed. The pump powered up to a blank display with auditory and vibratory features. Pump casing was found to have damages and failed a leak test. Internal moisture damages were observed when the pump casing was opened. Due to the internal moisture damages, the investigation was unable to completed the remaining testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.